Manufacturer narrative:
(B) (4). An investigation is currently underway upon completion the results will be forwarded.

Event description:
On 04/12/2010, covidien was informed of a customer who had an issue with a heparin prefilled syringe. As reported to covidien by another manufacturer, the attorney alleges that the patient developed low platelet counts, pain in the chest, weakness, confusion, low blood pressure, angioedema, shortness of breath, nausea, diarrhea, and abdominal pain after heparin flush solution from lot 7113034 was administered intravenously through a PICC line.